Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to an elevated blood glucose level of approximately 500 mg/dl and high ketone levels. Customer was treated with intravenous saline and insulin, and was released from the hospital three days later with no permanent damage. Reportedly, the pump battery depleted quicker than expected. The customer continued using the pump for insulin therapy.